Manufacturer narrative:
This supplemental report is being submitted to provide the details of the procedure during which the issue occurred. Updated fields: h2, h11. Corrected fields: a2, a4, a5, a6, b5, b6, b7, e3, h6 (health effect - impact code). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue was found after a diagnostic colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had light source flickers when the equipment is turned on. The issue was found during a maintenance. There were no reports of patient involvement.